Event description:
It was reported that the lead integrity alert (lia) was triggered due to high impedance and oversensing. A lead fracture was suspected. The lead was explanted and replaced. It was further reported that upon lead extraction the physician noticed a "blemish just distal to the anchoring sleeve." No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead integrity alert (lia) was triggered due to high impedance and oversensing. A lead fracture was suspected. The lead was explanted and replaced. It was further reported that upon lead extraction the physician noticed a "blemish just distal to the anchoring sleeve". No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned to the manufacturer and analyzed. Primary analysis revealed that the lead conductor was fractured.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d154awg defibrillator, implanted: (B)(6) 2007; 5076 non defib lead (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.